Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment and cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 05/15/2015 with the following findings: both the battery compartment and cap were found to be damaged.